Event description:
It has been reported that cardiac tamponade occurred while ablation was being performed on a paroxysmal atrial fibrillation pt. After isolation of left and right pulmonary veins, the physician went back to the left pulmonary veins and continued the isolation. After approximately six ablation points on the left side, the patient's blood pressure decreased from 100 to around 80, pericardial effusion was confirmed by echocardiography, and the procedure was stopped. The pt was monitored for an hour and a half, the blood pressure recovered and it was confirmed by echocardiography that the pericardial effusion had stopped. The pt was released from the operating room and was in stable condition. The prognosis for the pt was described as satisfactory.

Manufacturer narrative:
It has been reported that the navistar catheter will not be returned to biosense webster for eval.